Event description:
On 12-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video processor model epk-i8020c, serial number unknown in (B)(6), united states. During a colonoscopy, massive bleeding was observed in the cecum, which impaired visibility in the endoscopic image. In response, the physician used the water supply function to mitigate the heat generated by the light source at the distal end of the endoscope and successfully completed the hemostatic procedure. After the procedure, a follow-up examination using a legacy upper gi endoscope was performed to confirm hemostasis. This was because the facility did not have a legacy colonoscope, and it was assumed that the visibility issue seen with the i20c series would not occur with a legacy model. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on (B)(6) 2025. - the purpose of the procedure (diagnostic or therapeutic) could not be confirmed. - the patient was re-examined using an eg29-i10 endoscope, and the procedure was completed. - the current status of the patient was not provided. - no medical intervention was performed as a result of the event. - the processor and scope involved in the event were not removed from circulation and are currently being used in clinical procedures. - serial numbers for the devices in question were not available. - the installed software or firmware version of the processor at the time of the event could not be confirmed. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00044_(B)(4)_unknown _dark image. 9610877-2025-00045_(B)(4)_unknown _dark image.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d9: is this device available for evaluation? H11: evaluation summary. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i (g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is deterioration of visibility of endoscopic images. Based on the investigation, a potential root cause of this failure is that when the processor is used in combination with the i20c series endoscope, blood or contaminants adhering to the illumination lens may absorb illumination light and become heated, potentially leading to coagulation or sticking on the illumination lens. A definitive root cause of the reported issue could not be identified. This issue appears to be related to capa000739, although it has not been clearly confirmed. Follow-up actions will be taken based on the findings of capa000739, once available. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. MDR # 9610877-2025-00044; model # epk-i8020c; serial/lot: unknown; dark image; fu1. MDR # 9610877-2025-00045; model # ec38-i20cl; serial/lot: unknown; dark image; fu1.